Event description:
Reporter alleged blood glucose read 260 mg/dl before dinner however when looking in the memory saw a result of 154 mg/dl which was written in her book as 133 mg/dl. It was reported another result of 257 mg/dl was written in her book as 260 mg/dl as well as a memory result of 164 mg/dl while her book indicated 174 mg/dl. No treatment was reportedly sought or recieved. A request was made for the return of the suspect device and replacement product was sent.